Event description:
It was reported the pt, who resided in an assisted living facility, was noted to have purulent discharge from the left dbs site. The diagnosis of infection and erosion was made. The pt was admitted emergently to the hospital. The onset date of the infection was 2008. The dbs systems were turned off and the pt was found to be clinically unchanged. The decision was made to remove the side dbs systems. On two days later, the pt underwent removal of left and right side dbs systems and the battery which was on the left chest. Following the procedure, the pt was brought to the recovery room in stable condition. The pt was discharged back to the assisted living facility the following day with orders for wound checks in 7 to 10 days.